Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. No screeching sound anomaly. Insulin pump had minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer called to report a blank display on the insulin pump. Blood glucose reading was 151 mg/dl. The cusotmer did not recall any significant events leading up to the blank display.troubleshooting was performed. The battery was replaced and the display did not return. Advised that the insulin pump will be replaced. Nothing further reported.